Manufacturer narrative:
A visual inspection was performed on the returned device. The material deformation, contamination / decontamination problem, and material split, cut or torn were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) was performed on the returned device. The analysis concluded ¿ftir identified the green material resemblance to poly(aryl ether) with 72.51% match.¿ based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. Analysis of the returned device confirmed the reported contamination. Ftir results determined that the contamination material is not a material used in the manufacturing process. It is likely that the contamination material was introduced during the procedure. The analysis also confirmed the reported material deformation and shaft damage. This type of damage is consistent with interaction between the sds and an accessory device. In this case, it is likely that the sds interacted with an accessory device during the procedure, resulting in the contamination, material deformation, and damaged shaft. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous filed report, it was reported there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the 3.00x28mm xience alpine stent delivery system was advanced, and the stent was noted to be bent. Upon withdrawal, an unknown green foreign material on the support skive was noted. Another same size stent was used to complete the procedure. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.